Manufacturer narrative:
Updated data: h6 image review: a single still image related to the reported event was provided for review. No computed tomography (CT) imaging or executive summary addressing anatomical considerations was available. In addition, no fluoroscopic valve loading inspection images were provided; therefore, it cannot be confirmed whether the valve was loaded appropriately. It was reported that after three positioning attempts, the valve did not fully open. Based on the available image, which appears to be in a left anterior oblique (lao) projection, the valve does not appear fully expanded. According to the medtronic instructions for use (IFU), right and left cusp overlap projections should be utilized prior to deployment, with an additional radiographic view without parallax, to assist in detecting valve infolding. This is particularly important in cases involving complex anatomy, such as bicuspid valves or severe calcification. Per the IFU, valve infolding may be identified fluoroscopically as an inward fold or crease extending from the inflow, appearing as a dark line. If infolding is identified and the patient¿s condition allows, deployment should not proceed, and the valve should not be released. The system should be recaptured, removed, and discarded. Replacement of the valve, catheter, loading system, loading tray, and saline with new sterile components is required. Predilatation is strongly recommended prior to subsequent implantation attempts to reduce the risk of infolding. Due to the limited imaging provided and the absence of a fluoroscopic valve loading inspection, valve infolding cannot be ruled out in this case. The IFU further states that if the bioprosthesis is recaptured a third time, it must be removed from the patient. It was reported that after three recaptures, a new system was utilized. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: d-evolutfx-2329, product serial/lot number: (B)(6). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the prosthesis did not open completely. Three attempts were made to position the prosthesis, however were unsuccessful. The valve was subsequently recaptured and removed from the patient and a new prosthesis was used. The procedure was completed successfully after a delay.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed that the valve was received in its original box and jar, fully submerged in a clear, unknown solution. The valve was discolored, showing evidence of blood contact. The valve appears crimped. All leaflets appeared intact; no damage was observed. All leaflets appear to be in the open position. Thrombus was observed on the commissures. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the receipt condition, a deployment simulation to evaluate against the alleged expansion event cannot be performed. Updated d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was unable to be positioned 3 times due to fibrotic changes in the native aortic valve, which was not visible as calcification on the computed tomography (CT) scan. A procedural delay of 20 minutes occurred due to the need to load a new valve.